Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that two days post implant the patient experienced syncope and right ventricular (rv) loss of capture with greater than two seconds of asystole was noted on the hospital monitor. Upon interrogation, the rv lead exhibited an increased threshold measurement and several ventricular tachycardia (vt) events were noted to be stored in the arrhythmia logbook. The vt events were thought to be due to t-wave oversensing. A rv lead dislodgement was suspected. The rv output was temporarily increased until the lead revision procedure could be performed. Later that same day, the rv lead was successfully repositioned without further complication and remains implanted in the patient. No additional adverse patient effects were reported.